Event description:
Following a successful pulmonary vein isolation and cavo tricuspid isthmus ablation procedure, an esophageal injury was noted. Two weeks prost procedure, the patient presented to the emergency room with chest pain. A CT scan was performed which revealed air outside the esophagus. The patient was admitted and exploratory surgery was performed which revealed a 2cm esophageal fistula was discovered posterior to the right inferior pulmonary vein. Surgical repair was performed to stabilize the patient. Further review of the CT scan revealed the patient¿s spine had a disc protruding towards the right inferior pulmonary vein and the esophagus was pushed anterior into the wall of the inferior pulmonary vein due to the spine abnormality. This abnormality contributed to the esophageal injury during the ablation procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported fistula could not be conclusively determined .the device history record was reviewed to ensure that each manufacturing and inspection operation was performed